Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air and water channel and flaked off adhesion of the lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure. However, a definitive root cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.